Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after opening the package, the cover was removed from the stent. The stent fell off the balloon, before preparation. There was no pt involvement; therefore, no pt effects. No additional event or pt info is available.